Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by a veterinarian that a horse underwent an unknown procedure on an unknown date and suture was used. Following the procedure, the animal experienced post-operative suture breakage.